Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The results of the investigation found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.